Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had difficulties being interrogated. It was noted that the device would beep for one second and then stop. (B)(6) technical services (ts) provided potential resolution. The device remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).